Event description:
During pain cases the system booted with collimator iris closed. They were able to open collimator and continue cases.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.